Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
Please see the below for the investigation findings: the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported by the customer. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. A decontaminated sample with lot number 4189100664x was received for evaluation and after performing visual inspection per procedure, the reported condition was confirmed; the lite sleeve is broken. A potential root cause identified may be due to an inconsistent forming process of the lite glove. There may be an air/vacuum leak pressure in the forming mold. Another potential root cause identified could be due to the material. During the manufacturing process, a functional test is performed according to a visual aid. Training was conducted in order to bring awareness to the appropriate personnel. In addition, a sample board was made to improve detection during the pick and place process in the multivac line. A corrective and preventive action has been opened to address the reported issue. If additional information is received warranting further analysis, the investigation will be resumed. This complaint will be used for tracking and trending purposes.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a lite glove. The customer reports that at the end of the procedure, a crack was noticed on the handle neck. An antibiotic therapy was made. Upon further clarification from a covidien clinician, the therapy is more clearly described as, the patient was started on antibiotics prophylactically.